Event description:
It was reported that post hysterectomy when the doctor was attempting to remove the patient's drain, the tubing snapped and a piece remained inside the patient. There was no patient informaton or product lot number information available. There was no problem placing the drain, no pinching or binding on the drain and no x-rays performed to verify placement. The doctor was pulling out the drain, when it broke and there was no resistance noted. The external portion of the drain was discarded and the patient returned to surgery for removal of the retained portion. The patient was discharged the next day without any further complications being reported.

Manufacturer narrative:
No sample or lot number information has been received for evaluation. An internal rejects records review for this part number did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains there was no evidence of any manufacturing issues that may have caused or contributed to the reported problem. The instructions for use state that to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. A warning states: "surgical removal may be necessary if drain is difficult to remove or breaks.". 1069 and 2564 = 'l'. Baseline report previously filed. The sample fragment will be returned at a later date for the company's evaluation. A supplemental report will be filed upon completion of the investigation. Event was initially provided via a maude report from FDA which is attached to this medwatch report.